Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issue cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) was implanted in (B)(6) 2011. The device exhibited product performance issues almost ten years after implant, as it would not fully inflate. The physician attempted to inflate the device, however no troubleshooting resolved the issue. The patient underwent a surgical procedure in which all his app components were explanted and replaced with a new 14 mm x 20 cm app, with 3.5 cm total rear tip added to both sides. Upon explant, no leak was identified in the system. The patient is expected to fully recover.